Event description:
The patient presented to the clinic with inappropriate hv therapy for noise. The noise was observed on the ventricular channel. A possible lead fracture was suspected. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.